Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been high for the "past day or so" and the cause was not known. A pump system check was performed using the current supplies on the pump and no device issue was found. The customer changed out the infusion set and insulin delivery was resumed.